Event description:
The user facility reported that during an ercp procedure and sphincterotomy, the pt sustained perforation at the retroperitoneal due to an apparent user error. The risk manager at the facility reported, that the physician inserted the wrong end of the guidewire into the endoscope. The perforation was confirmed with a CT scan. The pt was medically treated and no surgical intervention was provided. The pt was then transferred to a tertiary medical center. The pt was reportedly in a stable condition and is currently doing fine.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation, as the device was discarded after the procedure. This report is being submitted as an MDR in an apparent user error due to failure to follow proper insertion of the guidewire into the endoscope.